Event description:
Upon reassessment of the reported event, it was determinate this MDR was not filed under the correct MFR number. This event will be reported under MFR number (B)(4) (UK).

Manufacturer narrative:
Upon reassessment of the reported event, it was determinate this MDR was not filed under the correct MFR number. This event will be reported under MFR number (B)(4) (UK).

Manufacturer narrative:
(B)(4). D10: unknown oxford twin peg femoral unknown lot and item# . Unknown oxford tibial unknown lot and item#. G2 report source: foreign: new zealand. Literature: samuel j lynskey, christopher m frampton, timothy g lynskey (2024) my orthopedic surgeon suggests a unicompartmental knee replacement: a detailed look at the long-term outcomes of a single surgeon¿s practice. New zealand medical journal (1-10) https://nzmj.org.nz/journal/vol-137-no-1588/my-orthopaedic-surgeon-suggests-a-unicompartmental-knee-replacement-a-detailed-look-at-the-long-term-outcomes-of-a-single-surgeo. H3: product information is unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that one patient had a poly exchange 6 weeks post operation due to mobile bearing dislocation. The patient was in an acute confusional state. Due diligence has been completed for this complaint; to date all available additional information has been received.